Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. This lv lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.